Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product lot number is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other specific product information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that the patient experienced a stroke post procedure. An enroute transcarotid stent was selected for use in the right transcarotid artery revascularization (tcar) procedure. Post-procedure, prior to discharge, the patient experienced left leg deficit, and imaging revealed an ischemic stroke with anterior cerebral artery (aca) disease. The stent was patent. No intervention was performed, and the patient demonstrated improving strength with approximately 50% overall improvement. Additionally, it was reported that this patient demonstrated extensive low-density plaque, described as friable material with hounsfield unit values less than 50, including areas as low as 16. Limited visualization of the a2 segment of the right anterior cerebral artery was also noted.